Manufacturer narrative:
The complaint device was received and inspected. Visual observation of the returned screw reveals that half the threads on the distal end are distressed; indicating that the damage occurred during insertion. As only half the threads were distressed, it is possible that the screw was not fully inserted, or that the hole was smaller than supposed to. Another possibility could be that the patient bone was hard causing the screw to not be fully inserted. Other than those possibilities, we cannot discern a definite root cause at this time. A batch record review has been conducted for this batch to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any type for this lot of devices that were released to distribution. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch numbers: 1221934-2016-10346, 1221934-2016-10347, 1221934-2016-10348.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). Associated medwatch numbers: 1221934-2016-10346, 1221934-2016-10347 and 1221934-2016-10348.

Event description:
During an acl reconstruction defect on screw threads leading to no fixation on graft and tunnel. Doctor used implant from another company with 120 minute delay. Additional information received on 8-4-2016. When they were being inserted, threads were soft and did not fixate on bone and graft. The bone quality of the patient was good. Insertion was not off axis. Bone hole was prepared correctly. Surgeon used same tunnel hole. Surgeon had planned on using 2 screws. No patient consequences, surgeon decided to put metal screws.